Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). Additional information obtained that this lead was found to be dislodged as confirmed through fluoroscopy. The lead was surgically abandoned and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.